Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:32:52. During night drain cycle five, the patient's ultrafiltration reading was 2512ml, indicating the home patient (hp) drained 2372ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had inappropriately bypassed a low drain volume alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. Should additional relevant information become available a supplemental report will be submitted.